Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the motor device and the reported condition an "explosion" was heard upon activation of the foot pedal which was connected to the pneumatic motor device was confirmed. An assessment was performed, and it was found that hose has a rupture about 10cm from the handpiece. The rest of the device was functioning. The overpressure valve was separately tested, and it was working. Therefore, the fact that the device and hose were working during testing, it is highly likely that the outer hose was blocked and caused the outer hose to rupture. The ruptured section of the hose was inspected and no abnormalities were found that suggest there was a defect with the hose. It was further determined that the device failed pretest for hose assessment. The root cause for the found defect could not be fully determined. Most probably the hose was blocked in front of the overpressure valve, therefore it is highly likely that this is a user error.

Event description:
It was reported from israel that prior to the start of a craniotomy (neurosurgical) procedure, an "explosion" was heard upon activation of the foot pedal which was connected to the pneumatic motor device. It was reported that as a result, the surgeon felt dizziness, weakness, and harm to his hearing ability. According to the reporter, the pneumatic motor device was connected to the wall (for pressured air supply) as well as to a pneumatic pedal. It was reported that a speed reducer device was also connected to the pneumatic motor device. The pneumatic motor device was started by an initial activation "in the air" to ensure that the device was intact and was found to be intact. A "sound of explosion" was heard when the surgeon placed the pneumatic motor device near the head of the patient and pressed the pneumatic pedal. According to the report, the reporter believes that "possibly pressure of around 8 bar was released through the hose of the device." It was reported that the surgeon continued the procedure after a short rest, then went to the emergency room for further examination. Additional information has been requested regarding the current condition of the user. It was reported that a tear in the coating of the hose near the end point of the handpiece grip was observed. However, it was not possible to determine if there was an additional hole in the hose itself. It was reported that there was no harm to the patient. There was no report of surgical delay. The procedure was completed with another system that was in the operating room. It was not reported what and/or if medical intervention or prolonged hospitalization was required due to this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: foot pedal device, speed reducer device (20jan2024) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. B5: additional information received from the reporter with an update to the condition of the patient. The surgeon is currently being treated for hearing loss in his right ear . It is unknown at his point whether the damage is permanent or not. The surgeon is back to work and is able to communicate . It was reported that following the event, the surgeon when straight to the ER for treatment.